Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received stuck in the cartridge. There was evidence of clear surgical residue, however, there was no visible damage to the cartridge. Conclusion: based on the complaint information, lens work order search and product evaluation, we are unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (process result): per medical review - reportedly, intraoperative lens exchange was performed to address tear of the single-piece silicone toric iol upon insertion. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report by a nurse, dated on (B)(6) 2015, the most likely cause of the event was unknown. Conclusion code (unable to confirm complaint): based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the aa4203tl silicone single piece lens appear to be loaded properly, however, it tore as the surgeon inserted it in the eye. The lens was removed and replaced with another same model/diopter lens without any to the patient.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: lens work order search. Results: a lens work order search was performed and revealed there were no similar complaints within the work order. Conclusion: based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. The product was not returned (B)(4).